Manufacturer narrative:
Initial implantation and device details unavailable at the time of this report, this report is filed on october 17, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), re-implantation is planned but had not taken place at the time of this report, october 17, 2016.